Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 118 v-sics since last session 3.4 days ago. 2 nst episodes with v-v intervals less than 220 ms on (B)(4) 2016 lead failure predictor triggered on (B)(4) 2016 for lead impedance and non-sustained tachycardia (nsts). Right ventricular pace impedance steady at approx. 315 ohms through (B)(4) 2016, spikes to 1159 ohms by (B)(4) 2016

Event description:
It was reported that there was high impedance and large impedance jump due to lead integrity alert (lia). There was also oversensing noise on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.